Event description:
Physician reported as: granuloma epithelioid giant cell on biopsy of endometriosis nodes: follow-up findings: event clarified as a year after lap-band explanted pt was diagnosed with "granulomatosis, possibly caused by a gastric band. Consult on a granulomatosis lead to suspicion of an allergic reaction to a gastric band placed 11 years ago and explanted 1 year ago." Band removed one and a half years ago taking into account patient's wishes and disintegration of the band. Clinically, beyond abdominal pain, the pt is asymptomatic. There is no change in general condition, no fever, no skin lesions and no articular manifestations. No indications of an inflammatory disease or infectious process resulting in granulomatosis.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper 1. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain and inflammation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No add'l info has been reported to allergan regarding the event date, exact implant date, explant date, pt weights or device status.